Manufacturer narrative:
Patient presented with pain and high impedance, full system replacement was performed. Explanted devices were analyzed; no anomalies seen in ipg, leads were broken but unable to determine when breakage occurred (inconclusive failure in situ).

Event description:
Patient presented with pain and lead #2 having an impedance out of range.

Manufacturer narrative:
Pt experienced pain and loss of previous symptom relief. They tried switching polarity for a few days to see if that would alleviate the pain and help symptoms, but it did not. So, they took the patient to the or on (B)(6) and replaced her whole system (battery and both leads). Spoke with dr. (B)(6) (surgeon) on (B)(6) 2025 and this patient is doing great and back to good symptom relief since the full system exchange.